Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an abnormal increase in impedance measurements. An invasive procedure was performed to analyze the system. The setscrew of the ventricular channel was 'sticking'. The physician explanted the ipg and the ventricular bipolar lead, model 4269 sn 264054.